Event description:
While advancing the stent delivery system (sds) through the sheath introducer (csi), the physician encountered difficulty. The physician continued to try and advance the sds through the csi and over the wire and at this time the stent dislodged from the sds and remained in the csi. The csi containing the stent was removed without difficulty. The vessel had severe calcification, severe tortuousity and a 90% stenosis. The account states that the difficulty resulted from the severe tortuousity of the vessel. There was no reported pt injury. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable manufacturing quality plan as well, including stent retention values. Based on the info available, it appears that the problem experienced by the customer was caused by the operational context of the device and is not related to a product quality issue. The difficulty experienced by the customer may have been related to procedural factors, vessel characteristic and/or user handling.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.